Event description:
The balloon would not deflate.

Manufacturer narrative:
Following the transvaginal ultrasound, when attempting to remove the foley catheter, the balloon would not deflate. The urologist performed a cystoscopy, inserted a guidewire into the inflation lumen of the catheter and ruptured the balloon. The catheter was then removed. The facility reported that no patient injury resulted and no further intervention was indicated. The catheter was returned for evaluation and was missing the injection arm of the catheter. It had a guidewire inserted into the inflation lumen. The balloon was not completely deflated and contained approximately 2-3 ml of fluid. Upon removal of the guidewire, the balloon did not passively deflate. Upon inspection, the inflated eye was found to be occluded and the eye slit was collapsed. The issue was confirmed with the returned sample.